Manufacturer narrative:
Product event summary : the device was not returned for analysis, however, performance data was collected from the device and analyzed. Analysis revealed that there was an issue with diagnostics data collection; an episode lasted 6 minutes, 35 seconds and the therapy sequence was greater than the storage limit.

Event description:
It was reported that the device delivered two high voltage therapies, however, the physician noted there was no stored electrogram (egm) data for the therapy delivery. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.